Manufacturer narrative:
Insulin pump received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no excessive no delivery or occlusion alarm and audio and vibrate or beeping alarms tones due to detached end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call on, that the insulin pump was not delivering insulin. The customer¿s blood glucose level was 6.4 mmol/l at the time of the incident. Customer noted the insulin pump passed the filled prime test, with clamps attached, and the device did not deliver an alarm. Troubleshooting confirmed the insulin pump was not delivering insulin. The customer was advised a replacement insulin pump will be sent out. The insulin pump will be returned for analysis.